Manufacturer narrative:
The available information suggests this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received antitachycardia pacing (atp) and shocks. There was concern the therapy was inappropriate. Technical services discussed the episode was detected in the ventricular tachycardia 1 zone, which was programmed as a monitor only zone. The episode was then redetected in the ventricular tachycardia zone. Technical services discussed detection enhancements were not used as the device was in redetection. No adverse patient effects were reported.